Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient had a non-serious infection and pain at the stoma site. A culture was done and the patient was treated with antibiotics, duocid, for 10 days. The physician also recommended wound care twice a day. An ultrasound was done on (B)(6) 2014, it did not show any abnormal problems. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.